Event description:
It was reported that during an unknown procedure, the tissue pad was loose. The fallen piece was retrieved by forceps. Another like device was used to complete the procedure. There were no adverse consequences for the patient. One device will be returned.

Manufacturer narrative:
(B)(4). The device received was returned in good physical condition. The tissue pad was in good physical condition and properly attached to the clamp arm. The device was tested with a generator and was functional. It is possible that the device returned may have been used to complete the procedure and is not the device complained about. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.